Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had hematoma at the pocket site. Hcp is concern about potential infection, thus, he is looking for direction as to how other hcp's may address the issue. Additional information received on (B)(6) 2020 reported that the doctor did not confirmed if they had an infection but was prescribed antibiotics such as cephalexin 500mg, metronidazole 500mg and doxycycline hyc 100mg. Itwas unclear to the patient if the implant or therapy caused or contributed to the hematoma. The patient clarified that the doctor stated that the procedure resulted in the hematoma, but they are not sure if it was the device or the process of implanting them. The patient completed all the antibiotics prescribed. The swelling and the pain were mostly gone. The patient believes the bleeding and swelling stopped but still has some bruising and mild discomfort on (B)(6) 2021. The patient were seen after surgery by a doctor on (B)(6) 2020 and (B)(6) 2020. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.